Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. Customer called back to perform an hp test. The customer was treated with manual injections and insulin for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency room service dispatched as a result of high blood glucose event. Customer alleging possible of the insulin pump under delivery. Customer stated that the drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify number scrolling, excessive no delivery alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.